Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: peek roi-a cage. Medical product: two 13 mm vertebridge alloy plates. Therapy date: (B)(6) 2018. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient complained of pain from the spinalpak stimulator. The patient was using the device on their lumbar spine. The patient stated that using the spinalpak caused her back pain to become worse. The patient reported that the pain was on average a 5, on a scale of 1 to 10. The patient said that the pain level can increase up to an 8 or 9. When the patient started to experience more pain, the patient discontinued use of the spinalpak stimulator. The patient reported that the intense pain has not decreased since discontinuing treatment with the unit. The patient is waiting for the doctor's office to reach out for a follow up appointment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient complained of pain from the spinalpak assembly. The patient was using the device on their lumbar spine. The patient stated that using the spinalpak caused her back pain to become worse. The patient reported that the pain was on average a 5, on a scale of 1 to 10. The patient said that the pain level can increase up to an 8 or 9. When the patient started to experience more pain, the patient discontinued use of the spinalpak. The patient reported that the intense pain has not decreased since discontinuing treatment with the unit. The patient is waiting for the doctor's office to reach out for a follow up appointment. Attempts have been made and no further information has been provided.